Manufacturer narrative:
Imrdf code a15 captures the reportable event of failure to release. Correction: d4: model number. Block h11: investigation results: the returned resolution 360 ultra clip was analyzed, and visual inspection noted the device was returned without the clip assembly and evidence of full deployment. Microscopic examination was performed and found evidence of full deployment. Dimensional analysis was performed between the hooks of the bushing, and both sides were noted to be within specification. No problems with the device were noted. The reported event of clip failure to release from catheter was unable to be confirmed. The investigation did not detect any problems related to the reported issue, clip failure to release from catheter as the device returned fully deployed. Therefore, device problem excluded was chosen as the analyzed cause code for this failure. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all additional information, the most probable root cause assigned is device problem excluded.

Event description:
Note: this report pertains to the resolution 360 ultra clip. Two devices were used during the same procedure (resolution 360 clip and resolution 360 ultra clip). It was reported to boston scientific corporation that a resolution 360 clip and resolution 360 ultra were used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the two clips failed to release from the catheter and were pulled off the tissue. The procedure was completed with another clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
This report pertains two of two resolution 360 clips used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip and resolution 360 ultra was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the two clips failed to release from the catheter and were pulled of the tissue. The procedure was completed with another clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imrdf code a15 captures the reportable event of failure to release.